Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for aa6032r02 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 jul 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate kits, involving two different patients. This is the second of two reports. Refer to 9611594-2017-00108 for the first patient. It was reported that three anchor sutures broke prematurely, resulting in replacement of the feeding tube under general anesthetic. No further information has been provided at this time.